Event description:
Caller states pt tested 5.4 inr on the coaguchek xs system while a comparison lab returned as 4.0 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.